Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an osteoarthritis surgical procedure of the knee, it was discovered that the battery oscillator device stopped oscillating when the saw blade device was inserted into the coupling device and when in contact with the patient's bone. However, the battery oscillator device was able to oscillate the saw blade device in the air without touching the bone. There was ten minute delay to the surgical procedure. It was reported that the surgeon completed the surgery with a spare oscillator device. The reporter stated that, there was no allegation of malfunction against the coupling device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During a subsequent follow-up, it was clarified that there was no allegation of malfunction against the saw blade device. Based upon the information obtained, the complaint was further reviewed and it was determined that this event could not have caused or contributed to death or serious injury if it were to recur. Therefore, this complaint is not reportable. Reporting for this event is therefore completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.